Manufacturer narrative:
(B)(4). Insulin pump passed displacement test and self test. Hardware low level failure alarm confirmed in the pump history file due to broken trace on keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via that the insulin pump alarmed hardware low level failure and stopped working. The customer¿s blood glucose level was 10 mmol/l at the time of the incident. Timing of pump error occurred was during self test. Customer was able to clear the alarm and able to rewind the insulin pump. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.